Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. Visual inspection confirmed the reported condition; the tubing was found to be separated from the outlet port of the y site. Closer visual inspection of the tubing end showed that there is no visible solvent plow ridge or residual solvent present. The remaining solvent bonds were then pull tested with no failures noted. The complaint will be confirmed. The cause was insufficient or no solvent. No further testing was performed. This issue is being investigated through CAPA.

Event description:
The facility contacted baxter (B)(4) technical services to report an interlink t-type catheter extension set/male luer/luer adapter "break/came apart" at the bifurcation, it is unknown what process step this occurred during. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.